Event description:
The customer reported that they were getting a communication error on the screen. The field engineer noted that the workstation was booting up but the mainframe only boots to the five arrows. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1, ps2, and ps3 power supplies were evaluated and reseated. The system was tested, found to be working as intended and returned to service.